Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. The actual complaint product was returned and evaluated. No original packaging received; no other components received. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y-connector. The area where the uneven surface appeared jagged and/or wrinkled. The tubing was cut to view the inside surface of the tubing. Once the tubing was opened and viewed under magnification, there were lines and indentations in the inner walls of the tubing. The incident reported has been confirmed per sample evaluation. Per customer comments, the user did not lubricate the tube with water during removing stylet. The instructions for use (IFU) stated related to tubes packaged with a stylet: after tube position in the stomach is confirmed, remove stylet by flushing tube through the side port with up to 10ml of water to activate internal lubricant immediately prior to stylet removal. Warning: never reinsert stylet when tube is in patient. All information reasonably known as of 04-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "there was a tear on [nasogastric] tube. It was reported that a user did not lubricate the tube with water during removing stylet. No patient injury."